Event description:
Medtronic received information that during use of a biomedicus life support cannula, it was reported that there was a crack in the connector on the cannula. The crack leaked when the device was connected to the extra corporeal membrance oxygenation (ECMO) circuit. The ECMO procedure had to be stopped for a period of less than 2 minutes which caused a very short delay to cut off the affected connector and replace it with another connector from another manufacturer to complete the procedure. The ECMO tubing had to be separated from the cannula. The cannula remained in situ and was reconnected to the ECMO circuit. It was an emergency procedure. There were no visible signs of damage to any packaging. There was less than 50mls of blood loss. No transfusion was required as a result of the minimal blood loss. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.